Manufacturer narrative:
The pump motor functioned properly and no anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No unexpected no delivery alarms were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving no delivery alarms and piston did not move. Customer's blood glucose was 455 mg/dl. Troubleshooting could not be performed as customer did not have insulin pump at the time of call. Insulin pump would be replaced per customer's request.